Event description:
Our rep is reporting to us that during an arthroscopic procedure with the use of rigidfix for fixation, a portion of the distal end of one of the guide sleeves' broke off into the condyle and remains secured therein. The surgeon was having difficulty pulling the sleeve out using the removal tool, resorted to pliers for removal; however, the distal end of the guide tube broke away in the bone. The procedure was concluded successfully without further issue or harm to the patient. Complaint device discarded at user facility.

Manufacturer narrative:
Although the complaint device is not being returned for evaluation, historically this type of failure is associated with not using the proper technique to remove the guide sleeve from the bone. The most likely scenario is that the user either did not use the proper sleeve removal tool and/or the user torqued the device from side to side as opposed to pulling straight out to remove it, causing the metal of the guide tube to fatigue and fail, break off. A review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. It appears that the surgeon was having difficulty removing the sleeve using the proper tool, and then resorted to pliers. We believe that it is at this point the surgeon may have used improper technique in attempting to extract the device from the bone. Outside of these considerations, we cannot discern any other root cause for the reported incident. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.